Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received his scs system, including an ipg and two percutaneous leads, on (B)(6) 2007. It was reported that the pt's programmer would not communicate with the ipg. A replacement external device was sent to the pt; however, it is currently undetermined whether the external device resolved the issue. No further info is available at this time.